Event description:
Support contacted pt because a recent download showed a "clock failure" flag. The pt stated that the electrode belt had come undone from the monitor and since she has screwed it back into the monitor, it has been giving her arrhythmia alarms. Support noticed while reviewing a download that there was a significant amount of left falloff and that the alarms seem to be artifact-related. Support sent the pt a replacement electrode belt.

Manufacturer narrative:
Device manufacture date. Electrode belt. Device evaluation summary: device evaluation of electrode belt has been completed. The problem was confirmed. Upon further inspection, electrode belt had pins that were bent inside the connector. The root cause of the bent pins was probably excessive force applied to the connector during mating. The connector was forced into the monitor which defeated the connector keying mechanism and allowed the pins to misalign with the mating sockets. The damaged electrode belt connector was replaced. It was retested and then restocked. No adverse event resulted from the bent pins. The pt received a replacement electrode belt.